Event description:
It was reported that this right ventricular (rv) exhibited increased threshold and impedance dropped from 1000 ohms to 300 ohms. This lead was explanted and replaced due to micro perforation confirmed via fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the lead 0675/514462 was explanted, for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) exhibited increased threshold and impedance dropped from 1000 ohms to 300 ohms. This lead was explanted and replaced due to micro perforation confirmed via fluoroscopy. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) exhibited increased threshold and impedance dropped from 1000 ohms to 300 ohms. This lead was explanted and replaced due to micro perforation confirmed via fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the lead 0675/514462 was explanted, for more information regarding the specific circumstances of this event. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found cuts in suture sleeve, retracted helix and dried body fluid. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of perforation, high capture threshold and pacing impedance low within normal limits allegations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of perforation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.